Event description:
Patient's anatomy did not fit the inclusion/exclusion criteria for placement of the endovascular graft. Measurements of the arotic neck reflected a 90 degree angle relative to the long axis of the suprarenal aorta. Treatment of the patient with the endovascular graft was deemed necessary by the physician as "compassionate use." The main body graft was introduced and deployed according to protocol. The contralateral iliac leg graft was deployed in the contralateral limb of the main body graft with a 3/4 to 7/8 stent overlap. The ipsilateral iliac leg graft was deployed in the ipsilateral limb of the main body graft with a full stent overlap. Post angiogram noted a proximal type I endoleak at the proximal sealing stent. A main body extension was placed at the site resolving the endoleak. Due to the tortuosity of the vessels, it was decided to deploy an iliac leg extension at the junction of the contralateral iliac leg graft in order to provide adequate overlap of the components precluding the possibility of graft dissection with any future change in aneurysm growth. Final angiogram observed a type iii endoleak that was believed to have been a "popped" suture, when the limb was over-inflated. The procedure was concluded with acceptable results and the belief that the type iii endoleak would cease once the patient's act level dropped to a normal level. Please refer to 1820334-2004-00099 for additional information.